Manufacturer narrative:
The insulin pump passed the displacement test, rewind test and basic occlusion test. The insulin pump was received stuck in a motor error alarm during bolus delivery loop. However, a corroded motor assembly was noted during the visual inspection. No unexpected alarms were noted during testing. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm occur with their insulin pump. Customer's blood glucose level was reported at 403 mg/dl. Product is being replaced. No further information provided.